Manufacturer narrative:
The reported noise was confirmed in the laboratory. The device was tested on the bench, and no anomaly was found. The cause of the noise was a lead anomaly.

Event description:
It was reported noise was observed in the ventricular channel and device header. The system was explanted and replaced.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.